Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wipe not moving up. The fse replaced and aligned the probe wipe module, resolving both the leak and the manual probe wipe error messages. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 2 cubic centimeters of clenz leaked from the coulter lh 750 hematology analyzer and the instrument was generating manual probe wipe error messages during startup. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.